Event description:
The pt reportedly experienced sound quality issues with his device. External equipment was exchanged and extensive programming was attempted. However, the problem was not resolved. Testing of the device revealed that it is functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.